Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b5.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of enterococcus faecium and brevibacillus species on (B)(6) 2024. The device was retested on (B)(6) 2024, and it tested positive for 1-10 cfus of brevibacillus species. The device was tested again on (B)(6) 2025, and tested positive for 1-10 cfus of brevibacillus species. The device was tested again on (B)(6) 2025, and tested positive for 1-10 cfus of brevibacillus species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: d8, d10, h3, h6, h11. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: suction biopsy channel, air-water channel, flushings and brushings. Cfu: no growth. Bacterial identification: n/a. The device was evaluated, and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". ¿olympus will continue to monitor field performance for this device.

Event description:
No additional event information received from customer.